Event description:
A physician reported that during an intraocular lens (iol) implant procedure, after the iol was implanted into the patient's eye, the doctor noticed foreign material adhered to the back surface of an iol. The foreign material was removed by irrigation/aspiration, and the surgery was completed without product replacement. There was no effect on the eyesight of the patient after the surgery. There are two medical device reports associated with this event. This is 1 of 2. Additional information was requested, but no further information is available.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been four other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).